Event description:
On (B)(6) 2011, an elevate anterior and apical system with intepro lite was implanted to treat for "pop and sui" (pelvic organ prolapse and stress urinary incontinence). Plaintiff's attorney has alleged that, as a result of having the ams mesh implanted in her, "plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent bodily injury, will likely undergo corrective surgery," has other losses, including but not limited to, medical services and has endured "impaired physical relations with her husband." It was also alleged that, plaintiff has "suffered, and will continue to suffer, physical pain, mental anguish, emotional distress, disfigurement, disability, and loss of enjoyment of life."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.